Manufacturer narrative:
Device manufacturing date is not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart connectivity issue was due an pcoip hardware issue. Once the manufacturing representative replaced the hardware, the intermittent issue was resolved and the system then passed the system checkout and was found to be fully functional. Analysis on the returned pcoip hardware determined to be a software failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart couldn't connect to the main cart, displaying an ip address telling site to contact it administrator. Camera cart cycled and issue temporarily resolved, occurring 4 more times throughout the day. Self-test performed without complication. There was no patient present when this issue was identified.